Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no reagent preparation or hardware issues that would lead to questioning results. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings. Pas noted that low positives may be low-titer or mishandled and therefore would not repeat when retested. Field application specialist (fas) provided customer with improvements to their workflow but found no significant problems. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 278579 on panther instrument sn (B)(4) which had a discrepant sample. After hologic field application specialist (fas) found two discrepant samples (worklist ID unknown), customer decided to rerun any positive samples from the previous two weeks with rlus lower than 1000, and 50% of samples were negative when retested on non-hologic platforms. Only select sample ids were provided for hologic technical support (ts) to review, such as the one in the wl in question. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.